Manufacturer narrative:
Section e1, telephone number, (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaint folder was received for this po. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that during a surgical procedure, a tecnis enhance iol intraocular lens (serial number (B)(6) was implanted into a female patient. During the implantation, it was observed that the posterior portion of the lens was amputated. The lens was immediately removed and replaced with another lens of the same characteristics. No additional surgical or medical interventions were required. There were no injuries or complications to the patient. Patient in good postoperative condition. No further information provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on nov 13, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed on the suspect product and found the plunger rod fully retracted with viscoelastic residue observed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. No issues were observed with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received cut in half and coated in viscoelastic and tape residue. The lens pieces were cleaned revealing the lens was torn at the edge and at a haptic optic junction. No further evaluation was performed. The complaint issue "haptic detached" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.